Manufacturer narrative:
Upon follow up it was reported the patient was not hospitalized for the peritonitis event. The cause of the peritonitis was reported as due to "unidentified germs". On an unreported date, the patient passed away. The cause of death was unknown. The peritonitis was not resolved prior to death. It was not reported if an autopsy was performed. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated with any medication for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.